Event description:
It was reported to philips that the ECG signal has noise in it. There was no patient involvement.

Manufacturer narrative:
The field service (fse) confirm the customer¿s issue. That defibrillator has noise sometimes. The device needs a lead wire. Upon conclusion of the evaluation, it was determined that the lead wire requires replacement. It was replaced. The device passed testing and was put back into service.